Manufacturer narrative:
Patient age is (B)(6) years old (additional information). The event date of (B)(6) 2017 is an estimated date (additional information).

Event description:
A medwatch report MFR (B)(4) submitted by the facility on oct 2017 was received by zoll on 11 dec 2017 via postal mail. The report states the following: "thermogard console quit working. Biomed determined that the tubing was leaking into the machine, causing malfunction. The device did not do what it was supposed to do." This information has already been reported in the initial medwatch report. Additional information on the report states that the event occured at an unspecified date on (B)(6) 2017 involving a thermogard console used on a (B)(6) year old patient. No other information was reported.

Manufacturer narrative:
Thermogard xp ivtm system was serviced by the customer and the reported issue was resolved. All the service records will retained by the customer. The serial number of the thermogard was not provided; therefore, historical review could not be performed.

Event description:
As reported, during patient use, leak was noted on the air trap holder and around the floor. After the startup kit (suk) was replaced, the thermogard ivtm system (sn: unknown) displayed an error message mid: 09 (air trap assembly). The console was then replaced and treatment was resumed. No known patient consequences were reported.